Event description:
This is report 1 of 3 for this event. It was reported that the patient connector of the transfer set would not connect to the titanium adapter. It was reported that it was too hard to connect the two parts. The customer tried to connect them twice but failed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The sample was confirmed for the reported problem because the dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A supplemental report will be submitted if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for lot number h13a02017 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).